Event description:
It was reported that the user contacted support for high blood glucose while using the ilet system, with cgm values at 318 mg/dl trending down and a fingerstick confirmation in the high 200s mg/dl; no pump alarms occurred, and the event followed a meal that the user announced as smaller than actually consumed, aligning with an incorrect procedure/user interface interaction. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Customer care agent performed investigative communication with the user, review and analysis of information provided, and assessment of device usage. Investigation of this case revealed no device problem, with a usage problem identified related to failure to follow instructions and improper meal announcement on the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The device functioned as designed, and glucose values were trending downward at follow-up.

Manufacturer narrative:
Initial.